Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, periodontal disease, local infection / subacute chronic osteitis, immediate implantation, inadequate bone quality/quantity, infection, pain, swelling, bleeding, mobility.